Event description:
Upon completion of the surgical procedure, staff were cleaning equipment for transport to the css (center for specialized surgery). Staff cut the wire of the pulsavac plus wound debridement system and placed it on the mayo stand. Approximately 15 minutes later, the battery pack exploded. The battery pack was hot and black powder and ash was distributed in the room.

Event description:
Upon completion of the surgical procedure, staff were cleaning equipment for transport to the css. Staff cut the wire of the pulsavac plus wound debridement system and placed it on the mayo stand. Approximately 15 minutes later, the battery pack exploded. The battery pack was hot and black powder and ash was distributed in the room.